Event description:
It was reported that the insulin pump alarmed lost sensor and failed battery test. The blood glucose reading was 113 mg/dl. The customer stated that the sensor glucose readings would be inaccurate by about 40 units and would not last the expected 6 days at times. During troubleshooting, the customer refused to check his blood glucose reading when calibrating as instructed. He noted that the last sensor he used had a bent cannula upon removal. He also reported that the sensor tape was difficult to pull off or adjust. The customer requested replacement of the insulin pump, infusion sets and transmitter. The most recent blood glucose readings ranged between 97 and 115 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.